Manufacturer narrative:
It was identified that the xps wing had sharp exposed metal edges as a result of a broken patient right xps wing assembly. The patient received a "skin tear" from the sharp metal edge. It was reported that the injury did not require stitches; the injury only needed to be cleaned and dressed.

Event description:
It was reported that the siderail had sharp metal exposed and the patient was cut. The injury required the cut to be cleaned and dressed.

Event description:
It was reported that the siderail had sharp metal exposed and the patient was cut. The injury required the cut to be cleaned and dressed.